Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was unable to launch, and the application state indicated that a restart was needed. A field service engineer (fse) installed a pre-imaged drive with version 161 software on the station, configured and synchronized the data, added the eset package via remote smart service, set the device to be managed, applied the time group policy to the time server, enabled auto-start for the bd application, set the time to eastern, installed component manager 4.12, checked all services in the hardware test application, and asked the customer to verify medications and patients. Services were restored to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pyxis was unable to launch, and the application state indicated that a restart was needed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.